Manufacturer narrative:
We can observe that the cannula was tightened with a tool. The associated scratches are not a normal phenomenon when tightening the cannula, so we assume that the surgeon is not using the correct clamping key. In addition, the luer connector has loosened, it is also assumed that it was tightened with a clamp, however the procedure indicates that this female connector must be hand-tightened. This is the use of an unsuitable tool for tightening the cannula and connector by the surgeon.

Event description:
2 cannulas with unwelded luer connector.